Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in a photograph. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device with the seal inside the loading device. Multiple devices were observed in the photograph that are being addressed in related onetrack complaints (B)(4) and (B)(4), respectively. Based on the non-return of the device as well as the photographic evaluation, the reported failure "fitting problem" was not confirmed. The lot # 3000438521 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) could not be correctly loaded during preparation for use.